Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
It was confirmed that the site discarded the sureform 60 stapler instrument and the stapler 60 reloads involved with this event. Therefore, the cause of the customer reported failure has not been determined. If additional information is received a follow-up MDR will be submitted to the FDA. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. The sureform 60 stapler instrument part number: 480460-08 l92191119 0236 had fired seven blue stapler 60 reloads. All firings were completed per the logs. The first six firings had one pause for compression, and the last firing had no pauses for compression. There were no incomplete clamps in the procedure. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted sleeve gastrectomy procedure, after the use of the sureform 60 stapler instrument with blue stapler 60 reloads, there was incidental bleeding identified along the staple lines. As a result, the surgeon performed additional unplanned surgical intervention (i.e. Placement of additional incisions to use a laparoscopic clip applier instrument to address the incidental bleeding.)

Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy procedure, after the use of the sureform 60 stapler instrument with blue sureform 60 reloads, there was bleeding identified along the staple lines. As a result, the surgeon placed clips on the staple lines to address the bleeding. On 11-february-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: it was reported that the sureform 60 stapler instrument was used on stomach tissue with blue stapler 60 reloads installed on it. The csr believes five blue stapler 60 reloads were fired on the stomach tissue. Every single fire paused at 20% compression and then completed the fire successfully. The surgeon had reported to the csr that he could have been a little aggressive in trying to clamp as much tissue as he could within the sureform 60 stapler instrument's jaws. However, the csr and another robotic surgeon present during the procedure stated 'it did not look out of the ordinary.' The surgeon then completed anastomosis on the colon and went back to inspect all the staple lines on the gastric tissue. At that time, some bleeding/oozing was noticed in almost all five staple lines. As a result, the surgeon made additional incisions to use a laparoscopic clip applier instrument. Then multiple clips were placed on the staple lines to address the bleeding. The following were confirmed: there was no tissue tension, no buttress material used, there is no video recording of the procedure available for review, the system did not generate any errors, and the reloads and the sureform 60 stapler instrument were discarded.